Event description:
It was reported that the 18cm x 12mm cx ams700 inflatable penile prosthesis (ipp) was identified to have holes in both cylinder which resulted in fluid loss. The ipp was explanted and a new device consisting of 15cm x 12mm cx ams700 ipp and pump balloon were implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Pump: gtin # (B)(4). Batch/lot # 618176003, mfg date 10/28/2009, exp date 10/12/2011.

Event description:
It was reported that the 18cm x 12mm cx ams700 inflatable penile prosthesis (ipp) was identified to have holes in both cylinder which resulted in fluid loss. The ipp was explanted and a new device consisting of 15cm x 12mm cx ams700 ipp and pump balloon were implanted.